Event description:
It was reported that a balloon rupture occurred. The 80% stenosed target lesion was located in the moderately calcified left basilic vein. A 5.00mm/2.0cm/90cm peripheral cutting balloon was selected for use. During procedure, the balloon ruptured upon first inflation at 6 atmospheres within 10 seconds and a pinhole was noted at the middle part of the balloon. The balloon was removed from the patient's body without any problem using the normal method and the procedure was completed with another of the same device. No complications were reported, and the patient was in good condition after the procedure.